Manufacturer narrative:
(B)(4). The sample will not be returned.

Event description:
It was reported the procedure was being performed on an (B)(6) male pt in the intensive care unit. The pt had a history of cva, congestive heart failure, a-fib on coumadin presented with cholestasis requiring cystostomy tube, then developed shock requiring vasoactive pressors. A kit was opened and during insertion into the pt's left internal jugular, the guidewire was very difficult to slide out of the sheath. When it did slide out, the clinician found the wire to be kinked. There was a delay in treatment. The pt died but the death was multifactorial. The pt was severely ill to begin with, the pt made comfort care. Decline is under whether from pre-existing shock or worsened by complication. The family decided to withdraw care. He had a hematoma requiring intubation and mediastinal hematoma.